Event description:
It was reported that due to the implantable pulse generator (ipg) interacting with the patients shoulder the ipg was explanted and replaced and the pocket revised. It was further reported that the right ventricular (rv) lead exhibited sub optimal sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.